Manufacturer narrative:
Result: based upon testing on reserve samples; based upon evaluation of the returned sample and user facility information. Conclusions: based upon testing on reserve samples. The involved device has been returned to the user facility for evaluation. The dilator was found to be broken at the hub. The cross-section of the broken area was noted to be jagged, but there was no evidence of stress. The dilator was subjected to manipulation along the length and no other breakage occurred. An evaluation of the retention from the reported lot and lots manufactured prior and after the reported lot was conducted. Visual inspection found no defects or anomalies. Functional testing confirmed that the product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. Although the exact cause cannot be determined based on the available information, this breakage is consistent with dilator brittleness. The presence of a localized and extremely limited area along the dilator with apparent brittleness remains an extremely rare occurrence, with no connection to product code, lot number, or user facility. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the dilator broke during a procedure. Follow up communication with the user facility confirmed: a 5fr. Precision microacccess kit was being used; the broken dilator did not completely enter the patients vasculature, it remained in the sheath; the procedure was completed successfully; and the patient is reported in stable condition.